Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help on 8015 unit, has a error "watchdog error " screen is black want power on and has a peeping continue with a red arrow by the system on button. To resolve the issue unit has to be sent in for repair services unit is unrestorable. Confirm repair service quote to customer for level 1 & level 2 repair. (B)(4). Customer called in for help on 8015 unit will not turn on keeps black screen. With a peeping sound ask customer does he see a red light by the system on button yes he does. That is a watchdog error on unit and the unit is unrestorable will need to come in for service repair. Confirm level 1 & level 2 quote for repair, customer will call back once he has his po# setup. (B)(4). Customer called for help on 8015 unit have a watchdog error red light popping up on the screen next to the system on button and its peeping.